Event description:
During a supraventricular tachycardia procedure, it was noted that there was signal interference, resulting in a delay of procedure. The amplifier, display workstation, and multiconductor were restarted, and the cables and connections were checked, but with no resolution. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of a signal issue could not be confirmed. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.